Event description:
It was reported that caller experienced a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by cts in resetting the pump, and after the reset, the malfunction did not recur. Cts advised customer to continue using the pump and to call back if the issue arises again. Caller acknowledged the instructions.